Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of a remote transmission showed atrial bipolar lead impedance warnings for two low atrial lead impedance measurements that occurred several months apart. In addition, one single larger than normal p-wave measurement was noted. The patient was questioned as to activities during the time of the measurements and it was indicated that they were in the emergency room for a finger laceration when the 2nd low impedance measurement occurred. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead was assessed in clinic and the impedance was stable. Intermittent far field r-wave (ffrw) was noted to be observed in the past but was not observed during the check. The low impedance alert was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead exhibited loss of capture, impedance variations and an insulation breach. The lead remains in use.